Event description:
It was reported that the temperature display of temperature sensing catheter was not stable after using it several times. Per notification received from investigator on 12jan2023, it was stated that the cable was found to not meet specification during evaluation.

Manufacturer narrative:
The reported event was confirmed as supplier related. The extension cord was returned without the original packaging. Photo samples were submitted, however, could not be evaluated for the reported failure. No damage to the cord was noted during evaluation of the physical sample. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and the temperature displayed erratically from no reading and ranged from 32.2c to 37.2c. Though the temperature displayed erratically, the sample meets the specification "plug and jack must be firmly secured to wire." Using a caliper, the cable was measured, and the tip diameter was found to be above specifications as the cable is supplied by wonik corporation u.s.a., ltd. (F.k.a international importers) this event will be confirmed supplier related. A potential root cause for this event could be operator error. The lot number is unknown; therefore, the device history record could not be reviewed. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display of temperature sensing catheter was not stable after using it several times. Per notification received from investigator on (B)(6)2023 it was stated that the cable was found to not meet specification during evaluation.